Manufacturer narrative:
The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 5820811 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Regarding the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round high profile 380cc saline prosthesis, catalog: 3504504, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round high profile 380cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination on (B)(6) 2017; then confirmed through an ultrasound and mammogram on (B)(6) 2018. At the time of this report, mentor has received no information regarding explant date. Patient plans to replace implants with mentor memorygel breast implant gel prostheses.

Manufacturer narrative:
The device history record (DHR) was reviewed on 5/18/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/10/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 7/10/2018, mentor received additional information. Primary breast augmentation mentor smooth round high profile 380cc saline prostheses were filled to 400cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/28/2018, mentor received additional information: capsular contracture of unspecified baker grade was also reported on the left side. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel prostheses. Full capsulectomy and drainage was performed on the left side. Capsule sent to pathology. No complications noted and patient reported to be stable condition. Is required intervention: check, explantation date: (B)(6) 2018. (B)(4). Manufacturer¿s reference number: (B)(4).